Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Bilateral salpingoophorectomy - "whilst performing a bso" the consultant surgeon "found that the device was not cutting properly. Upon my subsequent inspection of the device the blade did not seem to be advancing across the jaws in the normal way - the device has been saved to return to head office. During the case" the consultant surgeon "opened another voyant and then continued with the procedure" add. Info received on november 1, 2016 from team member: surgeon cannot specify the amount of cuts but just said "quite soon after the start of the procedure". Unsure what tissue type was being cut and thickness/size when poor cutting performance was noticed. Unsure if the surgeon experienced any resistance or difficulty when actuating the blade lever. Although when I looked at the device it was making an odd clicking noise when I pulled the blade back and it didn't look to be advancing properly. Unsure where along the jaw/seal was the blade not cutting. Unsure if the surgeon notice an improvement if/when the jaws were cleaned. Unsure of percentage of the tissue was cut when the blade was activated. Device had to be replaced. Type of intervention - "n/a". Patient status - "did not affect patient status".

Manufacturer narrative:
Update - lot number confirmed upon product return. Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed blood and eschar buildup on the jaws of the device and that the jaws were open with the blade fully extended in the blade channel. Upon functional testing, engineering performed a blade activation test and found that the blade was unable to return upon blade activation. Engineering dissembled the device and found the front blade pusher, which travels through the shaft of the device to allow for the activation and retraction of the blade, was broken. The root cause of "device not cutting properly" is due to the broken blade pusher. Applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.